Event description:
It was reported that while disassembling a system, after loosening the operator shield screws and starting to slide it out, the glass shattered in the field engineer's hands. The field engineer received various cuts and two stitches. We were unable to obtain any additional details regarding this injury.